Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer, prior to use that cardiosave intra-aortic balloon pump (iabp) blue pieces that cover wiring on display came off, display shut off and bag burst. No patient involvement and ho injury reported.

Manufacturer narrative:
Updated fields: b4, e1 (initial reported name, mail ID), g3, g6, h11. It was reported that during pre-use inspection, the cardiosave intra-aortic balloon pump (iabp) had blue pieces that cover the wiring on display came off resulting in console damage and allowing saline to enter the unit. There was no indication of patient harm. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were able to confirm the issue, and was likely due to improper handling. The fse replaced the upper screen assembly (0997-00-1181). The unit passed all functional and safety tests and was returned to customer. Mb 18-nov-2025.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e2, e3, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions) and h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were able to confirm the issue, and was due to improper handling. The fse replaced the upper screen assembly. The unit passed all functional and safety tests and was returned to customer.

Event description:
N/a.